Event description:
It was reported that a (B)(6) study pt with metastatic hepatic cancer underwent a kyphoplasty procedure on levels l1, l2 and l3. One day postoperatively, an x-ray revealed cement extravasation superior to level l1. There were no pt complications. No add'l info was reported.

Manufacturer narrative:
Method - device not returned, f/u with rep.